Event description:
Meter was set to the incorrect unit of measurement. The pt reported that her meter was reading in mmol/l instead of mg/dl. She visited her physician for assistance and her blood glucose was tested. The result obtained on the physician's meter was not reported, however, no medical intervention was reported. No injury or harm was alleged. The meter was previously set to the correct unit of measurement and the pt did not recently make any changes to the unit of measurement in the settings mode.